Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of a clogged air/water channel was confirmed. In addition, there was foreign debris (dirty black rubber mixed with plastic fibers) found in the nozzle due to insufficient cleaning. Additional evaluation findings were as follows: due to corrosion on both the switch (sw) cable and sw flexible printed circuit sw1 did not work, both the air-water cylinder and the suction cylinder had discoloration, the switch box and sw1 had corrosion, due to water leakage the base plate, the universal cord, the mount (grip), the base plate, the scope connector, the scope identification cover, the shield disk, the charge coupled device flexible printed circuit and the electrical connector all had corrosion, the light guide rod was damaged, the electrical connector lost water tightness due to damage on the guide pin, the control unit had a crack, the light guide bundle cover was damaged, the connecting tube had buckling, the universal cord had coating peeling and due to a burn on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the air/water channel was clogged on the evis exera ii small intestinal videoscope. This issue occurred upon inspection for use. There was no delay or report of patient harm associated with the event. The device was returned and evaluated; it was found that there was foreign debris (dirty black rubber mixed with plastic fibers) found in the nozzle. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage at the el connector. The event can be detected by following the instructions for use (IFU) which state: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair olympus will continue to monitor field performance for this device.